Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74 serial #: (B)(4) description: avista MRI perc lead kit, 74 cm model #: sc-4319 serial #: (B)(4) description: clik x MRI anchor it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and was very hot to touch. It was also reported that the patient had blood infection that was non-device related and the cause was unknown. The patient was placed on antibiotics and was reportedly doing well.